Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed within the canister. Customer primed the tubing to address the issue and will continue to use current pump. There was no adverse impact to the customer¿s blood glucose level.